Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis  stent graft  system was implanted in the patient for the treatment of a unknown size ruptured abdominal aortic aneurysm.  It was reported that during the index procedure, after placement of the bifurcate graft (esbf3214c103ee ) and placement of the contralateral limb (etlw1616c124ee v30605494 ) the spindle/tip-cap mechanism of the bifurcate stent graft would not close. The blue wheel broke and during the attempt to pull out the delivery system, the complete bifurcated stent graft was dislocated distally in the aaa. The ipsilateral limb was dislocated to the right external iliac artery with the spindle/nose cone stuck inside the limb. After passing a 0.018" wire between the spindle/nose cone a pta balloon was inflated to make space for retrieval of the delivery system which succeeded. The contralateral  limb was crushed in the left common iliac artery and therefore a aui prosthesis etuf3214c102ee v29876963 was introduced thru the ipsilateral side (right). Then a fem-fem cross over procedure r/l was performed. It was stated that the patient is stable.  As per the physician, the cause of the event was due to product failure.  No additional sequelae was reported and the patient will be monitored.